Manufacturer narrative:
Device passed the displacement. Device received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as scratches on the insulin pump screen. Customer¿s blood glucose level was 31 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with glucagon. Customer stated that they did not read screen. Customer troubleshooting was performed for damaged. The insulin pump will be returned for analysis.